Manufacturer narrative:
Concomitant medical products: w3dr01 ipg, implant date: (B)(6) 2022. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately five months post implant of a new implantable pulse generator (ipg), the patient experienced an infection. The patient was treated with antibiotics. The implantable pulse generator (ipg) system was explanted. No further patient complications have been reported as a result of this event.